Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, moderately tortuous distal-left circumflex coronary artery. After pre-dilatation with an unspecified device, a perforation occurred. The 2.8x26mm graftmaster stent delivery system (sds) was advanced but failed to cross to the perforation due to the anatomy. A new 2.8x19mm graftmaster sds was advanced without issue, and the stent was deployed to successfully seal the perforation. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.